Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used IV set without packaging and full of blood was provided for evaluation. The sample was visually evaluated with no defects observed. In addition, the set was decontaminated and then leak tested per specification with no leaks observed. Based on the results of the evaluation, the reported defect was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user reports, "we currently use ref number- 354216 the y type tubing. There was an issue with giving blood last week when the tubing started leaking near the cassette part of the tubing." No injury reported.